Manufacturer narrative:
Internal complaint reference: case-(b)(4.

Event description:
It was reported that during an arthroscopy, two(2) ultra fast fix t2 were stuck and could not be deployed, t1 was successfully removed using graspers. The procedure was completed with surgical delay greater than 30 minutes using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. A visual evaluation showed neither of the two devices were returned with any original packaging. Device one, the t1, t2, and suture were returned off the needle. The knot has been tightened down. The variable depth straw was not returned. Bio debris is present. Device two, the t1, t2, and suture were returned on the needle. The variable depth straw was not returned. A functional evaluation of device one could not be performed because both implants have already been deployed. A functional evaluation of device two, using a simulation meniscus, showed the t1 and t2 deployed and implanted as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.